Event description:
While servicing the device, an authorized bench technician discovered the ac module was making a loud hissing noise when plugged into 110v. There was no reported patient or user involvement and no adverse patient/user impact.